Event description:
Respiratory therapist supervisor reported that the ventilator was on a pt when the vent was alarming o2 cal. They performed the o2 calibration but the device continues to alarm check o2 cal. Pt was switched to another ventilator without compromise.

Manufacturer narrative:
(B)(4). The carefusion field svc rep evaluated the device and identified a worn oxygen sensor that had been in use for almost two years as the cause is this event carefusion recommends having the oxygen sensor replaced yearly as part of the device yearly preventative maintenance procedure. The carefusion field svc rep replaced o2 sensor and ran the device through a complete operational checkout per the svs manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into svc. Carefusion has requested from the user facility add'l info concerning the reported event and the condition of the pt. As of may 5, 2015, there has been no response from the user facility.